Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment requiring intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip (20127r138) was successfully implanted reducing the mr to a grade of 1. It was later reported that the clip had a single leaflet device attachment (slda). The clip was detached from the anterior leaflet and the mr returned to grade 4. According to the physician the slda was due to patient anatomy. On (B)(6) 2022 re-intervention was done and two more mitraclips were implanted to stabilize the slda clip. The procedure was successfully completed, reducing the mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda was due to challenging patient anatomy. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.